Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had the housing area for the instrument tip bent/broken. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arcing was detected during the cleaning process of the instrument. The arcing did not happen during surgical procedure.